Event description:
During a supraventricular tachycardia procedure, the catheter was noted to be fractured. The catheter was removed from the body after the initial ablation. After the electrophysiological studies were performed the catheter was reinserted for a second ablation, it was discovered that the tip was damaged. No abnormalities were found during the initial ablation, and catheter pressures were normal, suggesting that the damage may have occurred after the catheter was removed from the body. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft material had been fractured between electrode rings 2 and 3. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.